Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a cgm (dex 045) issue. The patient stated they did not see the cgm session before they calibrated. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission: 03-apr-2018. Device evaluation: the device has been returned and evaluated by product analysis on 27-mar-2018 with the following findings: a review of the pump black box showed that the data for the event had been overwritten due to continued use of the pump; no activity outside of normal use was observed in the cgm history. The battery compartment and cap were undamaged; the cap was able to fit securely. During investigation, a test transmitter paired successfully with the pump. During testing, blood glucose (bg) value was set to 120 mg/dl twice within two hours. Both bg calibration requests entered successfully. The pump and transmitter were run over night with a steady reading of 115 mg/dl within +/- 20%. No alarms or warnings occurred during testing. The pump¿s cover was removed, no intermittent condition was found to the cgm module or to the pcb. The complaint of a cgm issue with the pump was not duplicated during investigation. The pump was found to perform within specification.